Event description:
It was reported that the delivery rate is deviating. There was patient involvement/no adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. No issues were found in the event history log (ehl). The service history review had no indication that the complaint was related to a service of the device within the review period. Functional and visual tests were performed, but the reported issue was not duplicated.